Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended and the issue had to do with pacs not having permission to push exams. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the site was unable to push images from the electronic picture archiving and communication systems (pacs) to the navigation system. It was noted a rejection failure message appears on pacs. Technical services (ts) confirmed the ip address matched on pacs and the navigation system, and it was noted they were using port 104. They were able to ping the system but still unable to send exams. They attempted to push different patient exams without resolution. Ts requested the system be disconnected from the port and had the site attempt to ping the ip to confirm no other system was running the same ip, and the ping failed. This issue was noted outside of a procedure, and there was no patient involvement. Additional information was received two days later stating pacs was able to push to the navigation system. There are some scans that still weren't coming across, but they are now were given access to push. A manufacturer representative was trying to see if it's a permission issue.